Event description:
It was reported that 410100 bd plastipak¿ hypodermic syringe with needle had label issues before use.

Manufacturer narrative:
The following field was updated due to corrected information: describe event or problem: it was reported that 410100 bd plastipak¿ hypodermic syringe with needle had label issues before use. Investigation: the DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible observe scale marking issue ¿ double at 5 pictures (not possible determine the amount affected) and needle hub cracked at 1 picture ¿ 1 sample. The probable cause for the printing occurrence is related to a failure system at the marking machine entrance, allowing the defect product flow of the process. The production process was validated according to the procedure and to the characteristic reported by this complaint. The probable cause for the needle cracked occurrence is related to a failure at needle feeder system at the packaging machine, were a jam could cause the needle crack. The production process was validated according to the procedure and to the characteristic reported by this complaint.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ hypodermic syringe with needle had label issues before use.